Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. A cause of the past occlusions could not be determined. A pump system check was performed. The cartridge and infusion set tubing were found to be functioning as expected. The customer did not observe any damage to the cannula. The customer was sure that the infusion set site was not the cause of the occlusions. The customer's current blood glucose (bg) level was 348 mg/dl and insulin injections were to be used to address the bg level.